Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedances on the right ventricular (rv) channel. The out of range impedance led to a mode switch to unipolar pacing and sensing. The unipolar sensing led to noise oversensing and pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) provided trouble shooting recommendations. This crt-p remains in service. The make of the rv lead is unknown. No adverse patient effects were reported. This report is being submitted due to an updated conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedances on the right ventricular (rv) channel. The out of range impedance led to a mode switch to unipolar pacing and sensing. The unipolar sensing led to noise oversensing and pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) provided trouble shooting recommendations. This crt-p remains in service. The make of the rv lead is unknown. No adverse patient effects were reported.